Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Taxus liberte clinical study. It was reported that angina, in-stent restenosis and stent insufficient apposition occured. In (B)(6) 2010, the subject presented with chest pain on exertion and was diagnosed with stable angina. Cardiac catheterization was recommended. The target lesion was a de-novo long bifurcated lesion located in the left main coronary artery and extending into the proximal left anterior descending artery (lad) with 90% stenosis and was 10 mm long with a reference vessel diameter of 4.0 mm. The lesion was treated with pre-dilatation and placement of a 4.00 x 12 mm taxus liberté stent. Following post-dilatation using kissing balloon technique, residual stenosis was 0%. Following placement of the study stent to lmca, worsening stenosis of the ostial lcx/ramus intermedius caused by jailing with the study stent was treated with kissing balloon angioplasty. The next day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with dyspnea on exertion. The subject was diagnosed with class iii angina and was hospitalized on the same day. At the time of the event, the subject was on aspirin and prasugrel. As per edc, the study drug was last taken on (B)(6) 2011. Cardiac catheterization was recommended. In addition, ivus was performed which revealed the study stent in lmca to be underdeployed and not opposed. Also, 80% focal in-stent restenosis of study stent in ostium of proximal lad was noted. The 80% in-stent restenosis along-with 60-70% distal stenosis at edge of study stent placed in lmca and extending till proximal lad was initially treated with balloon angioplasty using a 3.75 balloon. Then, proximal lcx was treated with balloon angioplasty using a 3.00 x 12 mm balloon. Later on, a 4.0 x 8 mm balloon was also used to perform balloon angioplasty in lmca to lad. Finally, both of the study stent and the non-bsc stent were treated with kissing balloon angioplasty. In addition, 3.00 x 23 mm non-bsc stent was placed in proximal lad extending till mid lad, resulting in 0% residual stenosis. Repeat ivus revealed the study stent to be fully expanded and well opposed throughout its length. On the same day, the event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel.